Event description:
We have been informed that rental nimbus 3 mattress system was reported dipping in the middle, but no low pressure alarm was indicating. Rental technician initially attended to the hospital however pt was unstable to be transferred at this time. The facility reordered another nimbus 3 system, which was fitted 2 hrs after first technician visit. No injuries were reported.